Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer wears the pump against their skin. The customer's blood glucose (bg) level reached 220mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the customer will continue to use the pump for insulin therapy.